Manufacturer narrative:
Supplemental report being filed as updated information received form customer informed us that issue was with the 76710 wall transformer. The handle cord was physical damaged with frayed wires. Reports of damaged handle cord are unlikely to cause or contribute to death or serious injury. Voltage is low and exposure will only result in a mild electric shock. After consideration for potential harms and worst-case scenarios, no serious adverse health consequence would occur from this issue.

Event description:
The customer reported a physically damaged wall transformer. The handle assembly was frayed with exposed wire there was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The green series (gs) 777 wall system consists of a wall transformer and accessories that can be used with it. Gs 777 wall system the green series (gs) 777 wall transformer supplies power to two corded, handle-based rheostats. The customer can attach various otoscope and ophthalmoscope heads to the handles. The intensity of the light produced by the heads is controlled by twisting the rheostat. The product is connected to a 5-watt power supply via a usb 2.0 mini-b to twin usb cable. Upon inspection, it was determined that the handle cord was physical damaged with frayed wires. Although there was no reported injury with this event, if the report of a exposed frayed wires in the device were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported a physically damaged wall transformer. The coil cord/handle assembly was frayed with exposed wire there was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).